Event description:
Procedure type: nissen. According to the reporter: when passing the needle through stomach, the tissue got pinched between the needle and the notch for the needle. Surgeon was unable to pull the needle through routinely. Had to cut tissue away from the needle. Once the needle was free and the defect repaired with another stitch, the case proceeded normally without the device. No blood loss or delay in operating room time.

Manufacturer narrative:
(B)(4).